Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by cloudy pd effluent, abdominal pain, and fever. The cause of the peritonitis was not reported. Treatment was not reported. Pd therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of birth is unknown; however, the birth year was reported as 1945. The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow-up information was received from a nurse. Twenty two days after hospital admission, the patient recovered from the event of peritonitis and was discharged from the hospital.